Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the v60 unit had a flow error and failed to pass the flow accuracy test. The device was not in clinical use and there was no patient or user harm.

Manufacturer narrative:
Date of report: 14jun2019. Date rec'd by MFR: 10jun2019. The device was evaluated by the customer along with tech support through remote labor. The customer changed the oxygen source by replacing the depleted o2 tank. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.